Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this patient presented to the hospital experiencing fatigue and dizziness. Their heart rate had dropped to a value of 30 beats per minute. A review of this pacemaker indicated loss of capture and high threshold measurements on the right ventricular channel. The pacemaker was reprogrammed and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
According to the field, the pacemaker will not be returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.